Event description:
The surgeon observed that the implanted device was too close to pinna. In 2004, revision surgery was performed to reposition the device. At first stimulation after revision surgery, the pt reportedly could not hear. A preliminary CT report indicated that the electrode array appeared to no longer be in the cochlea. The surgeon will follow-up with the pt.